Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to "improper service / maintenance". The associated servicing dealer failed to properly adjust the knee block strap mechanics associated with the patient's leg length. Upon examination, a new knee block strap was installed and the stand function tested. Once the seating system reached a full "stand" the knee block strap is clearly seen rubbing on the knee strap pulley bracket. The wheelchair received a full evaluation and other notable problems were identified, documented and corrected. The legrest assembly was discovered to be bent from an external unreported impact at some point during previous use. The wheelchair was reconditioned at permobil according to factory specification and returned to the dealer. The family was instructed to report malfunctions/damages immediately and to stop using the wheelchair until approved for continued operation as referred to in the owner's manual (warning labels, attached). The permobil rep will inform the dealer of our findings and make sure they have all the required documentation to train their staff. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
The knee block strap broke when end user was performing a stand function. As a result of this failure, the end user was suspended by the chest strap and very uncomfortable. It was reported by the patient's wife, who is also an alleged nurse that the end user strained his neck and chest area but wasn't serious injured, nor did they seek medical attention.